Manufacturer narrative:
Zyno medical has received the investigation report from the contract manufacturer on 04/28/2017. The conclusion is that the user-reported complaint could not be confirmed.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00022).

Manufacturer narrative:
The failed IV set is being sent to the contract supplier for evaluation. A quality alert has been sent to the contract supplier on 01/10/2017. The manufacturer had a quality meeting with the contract supplier on 01/11/2017 regarding the trending of back check valve issues of the IV sets. Investigation plans have been agreed and are in process. The manufacturer will actively follow up with the investigation. Upon receiving the complaint, it was initially determined as not reportable by the manufacturer. During the final review of the complaint file by quality/management, it was determined as MDR reportable on 01/05/2017.

Event description:
The user reported a back check valve issue of the IV set. No patient injury or harm was involved in this case.